Manufacturer narrative:
This report is a response to medsun report # (B)(4) which was received by amt from the FDA on 04/08/2025. The occurrence was originally reported to amt on 03/14/2025 by the same initial reporter. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the original reporter to obtain the device for examination and performed an inspection of the device once returned. Examination of the device was able to confirm the reported complaint that the balloon had failed. Recent trending data shows no anomalies in reported failures from the field. The complaint information has been logged into our complaint database for trending purposes. Information regarding device investigation can be found under complaint # (B)(4).

Event description:
Per the original reporter in uf #: (B)(4), it was reported that the, "patient had a new gt [gastric tube] placed on [redacted]. For the first night shift cares at 2000, mom and bedside registered nurse (rn) were doing gt cares. We removed the blue tape and carefully cleaned insertion site; infant coughed and bore down and gt just popped right out. The balloon was not inflated. Rn place gt back in and called np [nurse practitioner] who called the surgical team. The surgical team came to bedside and checked the balloon, and the fluid to inflate the balloon appeared to just go into tube and did not inflate the balloon. It was determined at that time that the balloon was popped or had a hole. Surgeons then replaced the gt with a new one and inflated that balloon. Device was taped to patient and placement was checked via contrast kub [kidney, ureter, and bladder x-ray] in the ir [interventional radiology]. Images confirmed new tube was in proper place and after talking with the bedside np, we were told to go ahead with usual operations of medication and venting".